Event description:
A customer reported experiencing an infection with pain, bruising, and redness at the sensor site on (B)(6) 2019, after he had been wearing the adc freestyle libre for 5 days. The customer had contact with a doctor and was prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Visual inspection has been performed on the returned sensor patch (serial number (B)(4)) and no issues were observed. The sensor plug had transferred and is correctly seated in the sensor. The sensor adhesive patch was intact, attached to the mount, and positioned correctly. The reported complaints are related to sensor discomfort/pain/bruising during wear and skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer reported experiencing an infection with pain, bruising, and redness at the sensor site on (B)(6) 2019, after he had been wearing the adc freestyle libre for 5 days. The customer had contact with a doctor and was prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch, no issues were observed. The sensor adhesive was returned. The reported applicator and sharp has not been returned. Extended investigation has also been performed. The device history record (DHR) was reviewed and verified that the unit passed all tests. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the reported applicator and sharp are returned, an investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection with pain, bruising, and redness at the sensor site on (B)(6) 2019, after he had been wearing the adc freestyle libre for 5 days. The customer had contact with a doctor and was prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.